Manufacturer narrative:
Received one trs100sb2 in opened original packaging. The lot number was verified. A visual inspection was performed and found that there were no obvious signs of abnormalities or defects with the device; however, only the introducer and handle were received but the bag and pull string were not returned with the device. A functional inspection of the introducer and handle was performed and found that the device functions as intended, and it was able to fully deploy and retract. However, it was not possible to confirm if the bag was connected correctly to the hook or if it fell apart when it was used. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years.(B)(4). Per the instructions for use, the user is advised the following; care should be taken when using sharp and electrosurgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the trs100sb2, tissue retrieval system, 10mm, fell apart during use in surgery. Additional information gathered stated that the specimen bag was in use for a laparoscopic cholecystectomy on (B)(6) 2020. The reported issue was that the bag was not connected on the hook and when used it made a loud snap and then fell apart. All of the pieces were retrieved. The bag was inspected before it was handed to surgeon. The team was very familiar with the product and the surgeon uses it all of the time. The procedure was completed by using another of the same product with no issues. There was no reported surgical delay. There was no reported patient injury or impact. This report is being raised for device malfunction with potential for injury upon reoccurrence.